Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the printed-circuit board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, there was no image displayed. There was no procedural or patient involvement associated with this event. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Device evaluation findings are as follows: no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.